Manufacturer narrative:
The device was returned for analysis. The unit returned has wire kinked and distal tip damaged. The device has the body kinked in two different sections (near proximal end) and the distal tip stretched and kinked. Overall length could not be measured due to device condition. The outer diameter of the distal tip, middle of the device, and the proximal section of the device were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05570. It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for use. During withdrawal after ablation was performed, it was noticed that the rotaburr and rotawire became stuck. The burr and wire were removed together from the patient's body. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05570. It was reported that the burr became stuck in the rotawire. The target lesion was located in the severely calcified coronary artery. A 2.00mm rotalink¿ plus and a rotawire were selected for use. During withdrawal after ablation was performed, it was noticed that the rotaburr and rotawire became stuck. The burr and wire were removed together from the patient's body. The procedure was completed with this device. No patient complications were reported.